Event description:
It was reported that this left ventricular (lv) lead was turned off due to stimulation. Additional information was later received confirming the explant of this lead, this lead was replaced with a lead from a different manufacturer. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to fields: g3: bsc aware date b5: describe event or problem h6: impact codes.

Event description:
It was reported that this left ventricular (lv) lead was turned off due to diaphragmatic muscle stimulation. Additional information was later received confirming the explant of this lead, this lead was replaced with a lead from a different manufacturer. No additional adverse patient effects were reported.